Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0874 inches. . In further full review of the pump history on the event date of 18-sep-2020 bolus delivered of 2.175u at 05:30:28.000, 2.275u at 06:30:30.000, 1.15u at 07:44:56.000, 1.75u at 10:19:38.000, 1.9u at 20:31:08.000. Successfully downloaded history files and traces using thus. Successfully uploaded to care link and generated reports. No over delivery anomaly noted during testing or in the history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with pillowing keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Over delivery not confirmed during testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report incorrect initial reporter name and address. The correct information has been provided in section e1 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer initial bolus was for 2.2u and after 5 min gave another 2u and then another 2u after 5 min again. Customer stated that they did a bolus through the bolus wizard and insulin pump delivered two additional boluses after that. Customer states that the insulin pump was not working properly. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.